Event description:
This event was reported to keravision by the physician on 4/01. Patient had intacs implanted in 2000. In 2001, patient had the temporal segment removed secondary to infectious infiltrate. It was removed safely and the eye was irrigated with antibiotics. The physician had the infiltrate cultured. Tests indicated that of the three culture mediums performed on the suspect tissue, only the "broth" medium showed a positive result of coag-negative staph. He added that neither the tests nor patient symptoms (patient had no pain) were consistent with a true staph infection. Subsequent cultures showed no positive results. The physician felt that there may have been debris in the intrastromal channel that may have caused a white coloration, but could not be totally sure that this was indeed an infection. Thus, he decided to remove the segment. The physician states that the patient is doing well with no symptoms of pain. The patient is seeing 20/20 with a soft accuve contact lens (-1.00) and is on alrex two times daily and quixin four times daily.